Event description:
A pt reported blood glucose results of 196 mg/dl with a lifescan meter (ot ultra) and 90 mg/dl on a ot profile meter (invalid comparison), performed within 10 mins of each other. The customer svc rep walked the pt through two consecutive control solution tests and both results fell outside the spec range. Based on the failed quality control tests, there is an indication that the prod malfunctioned and that the event meets the criteria for a medical device reportable. Test strips were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject strips for eval, but has not yet rec'd them. If the strips are returned, lifescan will eval them and, if the strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.